Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based o the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific received info that this right ventricular (rv) dextrus lead had dislodged. No adverse pt effects were reported. A revision procedure was performed and the lead was successfully repositioned. No other adverse events have been reported. This product issue will be updated if additional info is received.